Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "induced abortion", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a clinical patient in the cheeks with 2 ml and in the perioral area with 1 ml of juvéderm® volite¿. A month later, the patient was injected in the cheeks with 2 ml and in the perioral area with 1 ml of juvéderm® volite¿. Four months later, the patient experienced non-device related ¿helicobacter pylori infection,¿ ¿intestinal flora imbalance,¿ and ¿reflux esophagitis aggravated¿ and was treated that day with aluminum magnesium carbonate chewable tablets amoxicillin capsules 500 mg tid, amoxicillin capsules 1 g tid, saccharomyces boulardii powder 0.5 g bid, and fumarate voronasone tablets 50 mg bim. Nine days later, the patient experienced ¿allergic rhinitis¿ and was treated that day with ebastine tablets 10 mg qn and glycinomethamine nasal spray 1 unit tid. A week later, the ¿helicobacter pylori infection,¿ ¿intestinal flora imbalance,¿ and ¿reflux esophagitis¿ resolved, and the patient was treated with desloratadine citrate tablets 8.8 g qn for the ¿allergic rhinitis.¿ the event resolved 3 months later. Twelve days later, the patient experienced non-device related ¿aggravated insomnia¿ and was treated that day with zolpidem tablets 10 mg. The event resolved 6 days later. Five months later, the patient had a non-device related ¿induced abortion¿ that resolved the day.